Manufacturer narrative:
This report is being filed to correct the patient codes.

Event description:
It was reported that this patient presented to the hospital with a fever and the scar around the pocket was red and warm. An infection was confirmed thus the system was explanted and disposed. No additional adverse patient effects were reported.

Event description:
It was reported that this patient presented to the hospital with a fever and the scar around the pocket was red and warm. An infection was confirmed thus the system was explanted and disposed. No additional adverse patient effects were reported.